Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history record review confirmed that device there were no abnormalities, special adoption, or variations in manufacturing. The root cause of the issue of no image of the device cannot be conclusively determined. The issue occurred because the cable was damaged and communication with the processor was not possible. The device shipment record was checked but there was no abnormality. It is likely that the cable damage is due to the user's handling. Instructions for use (IFU) at the time of shipment of the product were checked for the damage of the cable, the following entries have been made in the package insert. By this, it is judged that the indicated phenomenon can be prevented. Do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.

Manufacturer narrative:
Additional information has been received for this event. The initial reporter is the operating room unit manager. This event took place at the beginning of the procedure. The procedure was completed with another similar device. No adverse impact to the patient was confirmed.

Manufacturer narrative:
There is no additional information available for this event as yet. Event date is not known. Supplemental report(s) will be filed as the information becomes available. The device has been returned and a device evaluation completed for it. The manufacture date is not known. The user¿s complaint was confirmed. Upon inspection and testing, shortage on cable was noted. Due to this there was no image yielded by the device. There was a puncture on the cable which caused the device to fail leak test. In addition, the rear cover label is faded.

Event description:
As reported for this event, during an unknown procedure the device yielded no image. There was no adverse impact to the patient.